Event description:
It was reported that the patient presented in clinic due to shortness of breath. The right ventricular (rv) lead was causing phrenic nerve stimulation. The rv lead was repositioned on (B)(6) 2022. The patient was stable.